Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The customer stated that the insulin pump never alarmed no delivery. Nothing further was reported.